Event description:
Cysto-for retrieval of remnants of foley balloon. New foley placed. Before cysto, foley (16 french) fell out-discovered balloon was broken and appeared to have some of the balloon missing.